Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead rad tech. H4: device manufacture date: unknown due to unknown catalog and lot combination. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band involved leaked air from the cath lab to recovery. The balloon leaked after the tr band was let down thirty (30) minutes post observation period. The type of procedure performed was a was a heart catheterization. No blood loss was reported. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.